Event description:
Lens opacification was observed approximately 19 months post-operative. Pt's visual acuity at last examination was hand movement. Lens remains implanted in the pt's eye.

Event description:
Lens was explanted due to opacification observed postoperative.